Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has different forms of ventricular tachycardia (vt). During one of these episodes, the crt-d appropriately detected and treated the vt with anti-tachycardia pacing (atp), and the atp accelerated the rhythm instead of terminating it. A shock successfully converted the arrhythmia. Technical services (ts) was consulted and discussed reprogramming and testing options. This crt-d remains in service. No additional adverse patient effects were reported.